Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the client opened a PICC catheter kit ref. 3174155, for internal analysis and demonstration. This kit did not come into contact with any patient. When handling the device, it was observed that the stylet broke when traction was applied, generating fine fragments. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged stylet is inconclusive due to the state of the returned sample. One photograph of a stylet was returned for evaluation. An initial visual observation of the photograph showed a stylet on a piece of paper. It was difficult to discern the damage due to the quality of the returned photograph. No use residue was observed on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.